Event description:
On (B)(4) 2014 information was received from a healthcare professional that the pump contained dilaudid and bupivacaine. The hcp noted that there was fibrosis around the catheter entry site around the catheter, but not at the tip of the catheter. This was identified via MRI on (B)(6) 2014. A follow-up MRI was performed on (B)(6) 2014 and showed that the fibrous tissue that was previously seen around the catheter resolved. The patient recovered without permanent impairment. No surgical intervention occurred.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, implanted: (B)(6) 2013, product type: catheter.

Manufacturer narrative:
(B)(4).

Event description:
A catheter problem was reported. It was noted that the patient was having magnetic resonance imaging (MRI) on that thursday. The reporter stated the MRI was related to the pump, and was ¿a thing where the catheter goes in¿. They also noted they had only been running saline through it at that point to keep the pump running, and that the MRI was to check and see if there were any ¿changes in that thing". Additionally, the reporter noted the MRI was to check to see if the catheter was working and to see if it was functional again because, at the time of the report, it was "causing a problem with the medication getting out". The reporter stated the issue was determined in (B)(6) 2014 and that they had dilaudid in the pump at that time. The patient was directed to the healthcare provider (hcp) to check the pump after the MRI. It was further reported that the MRI lasted approximately 30 minutes, and the patient¿s pump was read after the MRI. No motor stall or recovery log was observed, and it was found that the pump was in minimum rate mode. The pump was re-read, and no stall log was observed. The reporter stated that the patient had the MRI to check the progress of a granuloma which was discovered in approximately (B)(6) 2014. The patient had no symptoms, but was not getting effective relief; therefore, the MRI was performed and the granuloma was discovered. Subsequently, the pump was emptied, refilled with saline, and set to a minimum rate. The patient was managed with oral pain medications since that time. The reporter did not know what drug was in the pump at the time the granuloma was discovered. The patient was going to follow up with their managing hcp.

Manufacturer narrative:
(B)(4).